Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular shock lead impedance measurements measuring 155 ohms however, over the last year measurements measured as high as 183 ohms. Additionally, right atrial (ra) pacing lead impedances also have been high out of range measuring 2,041 ohms. Both high values occurred on the same date. Data was analyzed and shock lead impedances show a gradual rise and technical services suspects calcification. There were no stored events with any noise. At this time, the system remains in service. No adverse patient effects were reported.